Event description:
During percutaneous transluminal angioplasty to a superficial femoral artery lesion, the balloon ruptured. The vessel had severe calcification and mild tortuousity with 99% stenosis. A guidewire was inserted across the lesion via a sheath introducer without difficulty. Then the balloon catheter was advanced to the lesion, and the balloon was inflated using an indeflator. However, the balloon ruptured below rated burst pressure at five atmospheres. This balloon was withdrawn without incident to the patient. Further information indicated that the product was prepared and clinically used per the instructions for use. Patient-specific information was not available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This product is distributed outside the united states; however, it is similar to the united states distributed pta dilatation catheters.